Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device revealed that the balloon was torn circumferentially. No damage found on the catheter of the device. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the interaction with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of two extractor pro rx retrieval balloons used during the same procedure. It was reported to boston scientific corporation that the two extractor pro rx retrieval balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was overinflated and ultimately popped. The same issue occurred with the second extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two extractor pro rx retrieval balloons used during the same procedure. It was reported to boston scientific corporation that the two extractor pro rx retrieval balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was overinflated and ultimately popped. The same issue occurred with the second extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.